Manufacturer narrative:
The reported complaint of a solex 7 catheter over cooling patient and suk pinwheel not turning was attributed to a pinhole leak at the proximal end of the serpentine balloon. No physical damaged observed on the returned catheter during visual inspection. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of serpentine balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for solex 7 catheter with lot number 81065.

Event description:
As reported, noticeable shivering and temperature raised up after re-positioning the patient. User noticed that the catheter's pinwheel stopped turning but the console's roller pump continued to spin. No occlusion noted and line flushed at ease. Temperature cable was checked and compared, temperature stayed the same. The sutures was checked, user re-positioned the patient back and lower head of bed. User flicks the pinwheel for air bubbles then placed the suk ports together and pinwheel would spin. The doctor did not replace the catheter. The patient's temperature was normalized. No known impact or consequence reported. During manufacturing evaluation of the returned catheter, a leak was found.